Event description:
Account experiencing getting discrepant calcium results for multiple pts compared to repeat results from a different analyzer- different methodology. The following pt samples were provided as examples. In 2008: pt 1 gave 11.2 mg/dl; repeat gave 10.4 mg/dl. Pt 2 gave 10.3 mg/dl; repeat gave 8.9 mg/dl. Pt 3 gave 10.3 mg/dl; repeat gave 9.3 mg/dl. Pt 4 gave 10.4 mg/dl; repeat gave 9.4 mg/dl. Pt 5 gave 10.2 mg/dl; repeat gave 8.5 mg/dl. One day later: pt 6 gave 10.3 mg/dl; repeat gave 9.4 mg/dl. Four days later: pt 7 gave 8.2 mg/dl; repeat gave 9.0 mg/dl. Erroneous results were reported. Pts not adversely affected. The field service representative was unable to determine root cause. Performance tests were performed.